Event description:
It was reported " iab rupture" . The catheter was removed without difficulty and the patient was reported to be stable without the iab. No patient harm or injury reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " iab rupture" . The catheter was removed without difficulty and the patient was reported to be stable without the iab. No patient harm or injury reported. Patient's current condition reported as "fine".